Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("a small piece of coil was still present at the uterine cornua. The end of the coil was grasped and removed in two pieces from the cornua") and device dislocation ("essure coil seen protruding from left ostium") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of acetaminophen, migraine, depression, asthma, covid-19, multi gravida, grand multiparity, pelvic pain and abnormal uterine bleeding. Previously administered products included: mirena and depo provera. The patient had a family history of diabetes and ovarian cancer. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion medically important) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy laparoscopy- essure removal). The reporter considered device breakage and device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.372 kg/sqm. [Hysteroscopy] on (B)(6) 2023: hysteroscopically- grossly normal uterine cavity with both ostia visualized. Essure coil seen protruding from the left ostia. No essure coils seen within the uterus on the right. Uterus sounded to 7cm. Laparoscopically- grossly normal uterus, fallopian tubes, ovaries. With laparoscopic grasper, essure coils felt within each fallopian tube. [Laparoscopy] on (B)(6) 2023: the right tube was then identified and followed out to the fimbriated end. The voyant device was used to cauterize and cut the mesosalpinx between the tube and ovary until the fundal portion of the tube was reached. The tube was then cauterized and ligated where it entered the fundus. The tube with the majority of the esssure coil was removed from the port and handed off to be sent to pathology. A small piece of coil was still present at the uterine cornua. The same was performed on the opposite side. On the left, once the tube was transected at the cornua, the end of the coil was grasped and removed in two pieces from the cornua. The cornua was then cauterized using the voyant and was hemostatic. An attempt to grasp the remaining coil on the right was unsuccessful. Hysteroscopy was again performed and and attempt was made to grab the remaining coil within the right ostia using a hysteroscopic grasper- this was also unsuccessful. The hysteroscope was removed. A gentle sharp curettage was performed and a mirena iud was placed in the usual fashion. The strings were trimmed to 3cm. The tenaculum was removed and the sites were hemostatic after applying silver nitrate. The speculum was removed. Attention was again turned to laparoscopy. One final attempt was made to remove the remaining piece of coil at the right cornua. Using a 90 degree grasper the coil was grasped and removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("a small piece of coil was still present at the uterine cornua. / the end of the coil was grasped and removed in two pieces from the cornua") and device dislocation ("essure coil seen protruding from left ostium") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of acetaminophen, migraine, depression, asthma, covid-19, multi gravida, grand multiparity, pelvic pain and abnormal uterine bleeding. Previously administered products included: mirena and depo provera. The patient had a family history of diabetes and ovarian cancer. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion medically important) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy laparoscopy- essure removal). The reporter considered device breakage and device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.372 kg/sqm. [Hysteroscopy] on (B)(6) 2023: hysteroscopically- grossly normal uterine cavity with both ostia visualized. Essure coil seen protruding from the left ostia. No essure coils seen within the uterus on the right. Uterus sounded to 7cm. Laparoscopically- grossly normal uterus, fallopian tubes, ovaries. With laparoscopic grasper, essure coils felt within each fallopian tube. [Laparoscopy] on (B)(6) 2023: the right tube was then identified and followed out to the fimbriated end. The voyant device was used to cauterize and cut the mesosalpinx between the tube and ovary until the fundal portion of the tube was reached. The tube was then cauterized and ligated where it entered the fundus. The tube with the majority of the esssure coil was removed from the port and handed off to be sent to pathology. A small piece of coil was still present at the uterine cornua. The same was performed on the opposite side. On the left, once the tube was transected at the cornua, the end of the coil was grasped and removed in two pieces from the cornua. The cornua was then cauterized using the voyant and was hemostatic. An attempt to grasp the remaining coil on the right was unsuccessful. Hysteroscopy was again performed and attempt was made to grab the remaining coil within the right ostia using a hysteroscopic grasper- this was also unsuccessful. The hysteroscope was removed. A gentle sharp curettage was performed and a mirena iud was placed in the usual fashion. The strings were trimmed to 3cm. The tenaculum was removed and the sites were hemostatic after applying silver nitrate. The speculum was removed. Attention was again turned to laparoscopy. One final attempt was made to remove the remaining piece of coil at the right cornua. Using a 90 degree grasper the coil was grasped and removed quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.